Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's extension had migrated, this was confirmed via x-ray. Surgical intervention was undertaken and the extension was explanted and replaced.

Manufacturer narrative:
Correction h6: coding corrected from 2388 - inadequate pain relief to 4412 - movement disorder.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.